Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse installed instruments to try duplicating issue reported with vessel sealer. They used bipolar and vessel sealer test instruments to verify both bipolar ports functioned and verified normal function. The fse attempted to exchange erbe for customer satisfaction. The erbe was doa because the new touchscreen did not respond. The fse re-installed the previous erbe and performed another verification test drive and confirmed both the cut and cautery were functioning on vessel sealer. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, csr called stating the vessel sealer was not working. Customer changed out instrument, restarted the erbe, checked both ports and verified plug orientation with no change. Customer was going to swap out towers to resolve the issue. The procedure was converted to another dv with no reported injury.